Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing, which resulted in pacing inhibition. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences.